Event description:
Initial reporter indicated that a patient developed a rash post vns implantation. She had received three doses of cefuroxine and was kept in hospital. The patient will be undergoing allergy tests to identify cause of the rash. All anti-epileptic medication were stopped as the rash became worse. She has been restarted on clobazan as seizures returned. Unknown at this time if the rash is related to implantation or medications patient was taking. Good faith attempts are being made for additional details surrounding the reported event.